Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, a heart band was implanted and explanted, and a tissue valve was implanted. The reason for replacement was reported as the patient had restricted leaflets, as there was not enough coaptation for a complete seal. Residual regurgitation could be seen after implant, along with systolic anterior motion. It was further reported that the annuloplasty band was sutured and tested prior to removal. No patient complications have been reported as a result of this event.